Event description:
Caller states that the patient tested >8.0 inr on the coaguchek test system and 2.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: strip lot 367a-b12, exp 1/31/08, cat/3116247.

Manufacturer narrative:
Suspect device is the coaguchek test strip.